Event description:
It was reported that during a roux en y procedure, they received a generator error with two generators and two instruments. They decided to complete the procedure without using harmonic with no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error codes were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.